Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the abbott diabetes care (adc) device. The customer received unspecified higher sensor scan results and it's unknown customer noted a trend arrow on the device. The customer experienced feeling hot, tiredness, and a slight headache. The customer self-treated with insulin (dose/type unknown). The customer had contact with a healthcare professional (hcp) administered intravenous glucose and fiasp insulin and levemir insulin for treatment. There was no report of death or permanent impairment associated with this event.